Event description:
Information was received form a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained baclofen at an unknown concentration and dose. It was reported the patient had increased tone. He was on oral baclofen as a result. A bolus of drug from the pump had no effect. A dye study was ordered. The dye and roller study were both successfully completed. The pump was found to be empty. There was some question if the drug was actually successfully pushed into the reservoir at the last refill. The physician decided to refill the pump at a lower starting dose. The representative stated they expected 12.5 ml and got nothing but noted on the previous refill that the day after refill, the patient had swelling in the pocket area so they were suspecting some drug went into the pocket during the refill. Over-infusion was not suspected. Representative was wondering how long the pump could be empty before concern. The pocket fill was suspected but was never confirmed. Follow-up is considered complete at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.